Manufacturer narrative:
The results of the investigation are inconclusive since the device accessory was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. Multiple good faith effort (gfe) attempts were made and documented, but additional information could not be obtained as replacement was placed and the old power cord is unavailable for return.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported frayed wires of the power cord. The patient electronic unit's power cord was replaced and there were no adverse consequences reported by the patient.